Manufacturer narrative:
Concomitant medical product: product ID: 97745; serial#: unknown; product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). The MRI technician reported that the patient indicated the device is non-functional. The caller did not know whether the patient was refer ring to the controller, or the ins. Technical services reviewed controller, and ins function. The caller had no additional information. The caller was re-directed to patient's managing physician to fill out the MRI eligibility sheet. No symptoms were reported.